Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patient had unrecognized dislocation event. Upon closed reduction approximately 24 hours after dislocation , the bipolar head disassociated from the 28 mm femoral head. During the revision surgery, the bipolar head was found with plastic intact to the larger 57 mm head. The 28 mm femoral head was well fixed to the femoral stem. Surgical delay was unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the inner surface of the articul/eze ball 28 +1.5 gr has signs of scratches however they were most likely caused by the implantation or extraction process. No signs that would caused the disassociation was observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: articul/eze ball 28 +1.5 gr product code: 136511000 lot number: d24093478 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the articul/eze ball 28 +1.5 gr would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: articul/eze ball 28 +1.5 gr product code: 136511000 lot number: d24093478 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: articul/eze ball 28 +1.5 gr product code: 136511000 lot number: d24093478 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Event description:
It was reported that the patient had unrecognized dislocation event. Upon closed reduction approximately 24 hours after dislocation, the bipolar head disassociated from the 28 mm femoral head. During the revision surgery, the bipolar head was found with plastic intact to the larger 57 mm head. The 28 mm femoral head was well fixed to the femoral stem. Surgical delay was unknown. Doi: (B)(6) 2025, dor: (B)(6) 2025, affected side: left hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.